Event description:
A medtronic representative reported that site had a spine clamp with a stripped screw. There was no patient involved with this concern.

Manufacturer narrative:
There was no patient involved with this concern. The device was returned to the manufacturer for analysis and showed signs of physical damage. The adjustment screw was not stripped as reported. The retainer ring on the tip of the adjustment screw was stretched due to over-tightening. As a result, there was some play in the movement of the clamp face. The device was replaced to resolve the issue.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.